Event description:
It was reported that the patient experienced inadequate stimulation despite reprogramming attempt. It was noted that the spinal cord stimulation (scs) lead had migrated. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were kept by the facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred a month ago from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7139501.